Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary ==> the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The described failure by the customer was confirmed. It was found that the device passed visual inspection. Following test failed according to the pre-diagnostic assessment: check for sticky triggers check function of device in ¿on¿ mode: during the assessment it was found that the trigger could not be fully pressed in. When the device was disassembled it was found that the safety ring was broken and fell behind the trigger leading to the limited trigger movement. Furthermore, it was found that the device was not running. Due to the limited trigger movement other test steps could not be performed. Root cause: at this stage of investigation a clear root cause cannot be determined for the broken safety ring. The most probable root cause for the device not running can be traced to normal wear. Further investigation and assessment for the broken safety ring is covered under a non conformance in our quality system. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The device was repaired. Device history review ==> review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during post-surgery, it was discovered that the button on the modular handpiece device was jammed. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2025. All available information has been disclosed.